Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a sensor glucose of 260 mg/dl after announcing and eating as usual, and a confirmatory fingerstick measured 230 mg/dl; during the call the sensor glucose trended down toward the fingerstick value, and troubleshooting and education were completed. Symptoms included elevated blood glucose without report of other clinical manifestations. Outcomes included no reported medical intervention, no emergency treatment, and no hospitalization. Investigation included a review of device-reported glucose values and user-reported calibration check with a fingerstick, along with assessment of use conditions and education reinforcement. Investigation of this case revealed no device alarms beyond the elevated glucose value and no evidence of device malfunction or component failure, with the event consistent with postprandial hyperglycemia and subsequent alignment of sensor and fingerstick values. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.